Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, an unexpected drop in delivered ino concentration occurred during a cylinder switchover. According to the hospital's report, the monitored no level decreased from the target setting of 40 ppm to approximately 5 ppm during the switchover. The user disconnected and reconnected the supply hose and placed the patient on 100% oxygen, after which the delivered ino returned to 40 ppm. A transient drop in the patient's oxygen saturation was observed during the event; however, the patient recovered to baseline levels within approximately 3 minutes. No lasting adverse effects were reported. Ventilator mode and settings: hamilton c6; specific ventilator settings were not provided.